Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate. Reportedly, the customer loaded approximately 300 units of insulin and received a fill estimate of over 120 units of insulin. Customer declined to perform troubleshooting with tandem technical support. Customer's blood glucose level was not impacted.